Event description:
The manufacturer received information alleging a ventilor delivered a service required alarm related to low oxygen inlet pressure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilor delivered a service required alarm related to low oxygen inlet pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated. The device's oxygen blending module board was replaced to address the issue.